Manufacturer narrative:
(B)(4). Additional information was received: the surgeon felt that the only staples that deployed were from the 2 to 4 o'clock positions, oriented such that you are standing at the patient's feet looking towards their head.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis, rectal sigmoidoscopy what healthcare professional fired the device and what is his/her experience? Surgeon does the surgeon believe all staples deployed? No of the staples that did deploy, what was the shape of the staples? Unsure, will try to clarify. What is the current patient status? Discharged to home.

Event description:
It was reported that during a laparoscopic sigmoid resection, after firing the circular stapler for the anastomosis, the doctor dialed to the middle of the green window, felt and heard the stapler cutting through the breakaway washer but noticed approximately five staples formed but no others formed or present. The doctor converted to open to perform a hand sewn anastomosis and to give time for the hand sewn anastomosis to heal, the doctor performed a diverting colostomy. The additional procedure added approximately two hours to the procedure.